Manufacturer narrative:
Block a: no patient information to date after calls to customer (B)(6) 2023. Block d4: unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.